Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated up to 2atm at first inflation for 10 seconds. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and there was no problem with the patient's condition after the procedure.